Manufacturer narrative:
The pump passed the displacement test. However, the pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to verify the motor error alarm due to the alarm during the basic occlusion test. The motor was tested outside of the device and it passed. The pump was received with a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported of a motor error from the insulin pump. The customer's blood glucose reading was 12.1 mmol/l. The customer stated that the error occurred 3 times and they cannot use the pump. The customer will be sent a replacement pump.